Event description:
Improper handling of electrocautery unit during surgery causing 2 cm burn area on mid-lateral abdominal area. Electrocautery pencil holder had fallen to floor. Tech's arm leaned on pencil which then alarmed. Staff unaware of burn until alarm is triggered within time span of seconds. Time span between holder falling and discovery is approx 2-3 minutes.